Event description:
It was reported that during flight, the ventilator airway pressure had dropped to 10 cmh2o from 26 cmh2o with an audible alarm. The patient was disconnected from the ventilator and manually ventilated. The ventilator was turned off but when it was restarted it would not enter vent check mode. After dropping the patient off, another ventilator check was attempted with the same circuit and the unit passed. The paramedics had tried it again on another patient. Prior to connecting the patient, another successful ventilator check was completed. Again with flight, the ventilator entered the identical failure mode. They had to place the patient on a backup ventilator. Volumes during failure were inadequate. In both cases, no patient harm was reported.